Event description:
The customer reported that she was hospitalized with a blood glucose reading of 593 mg/dl and nausea. The customer also had a urinary tract infection. The customer was unable to troubleshoot at the time of the call, and was advised to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.